Event description:
A peritoneal dialysis (pd) patient (B)(6) contacted (B)(6) customer service to report that she had an allergic reaction. She stated that when she went to remove the tape, it pulled up on her skin and left a scar. She spoke to registered nurse (B)(6), who approved to remove from the patient's supplies. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).